Event description:
It was reported that low out-of-range pacing impedance was detected on the right ventricular (rv) lead, and the health care professional (hcp) requested a remote evaluation of device data by technical services (ts). No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that low out-of-range pacing impedance was detected on the right ventricular (rv) lead, and the health care professional (hcp) requested a remote evaluation of device data by technical services (ts). No adverse patient effects were reported. This rv lead remains in service. To date, no device data was provided to technical services for review, and in-clinic lead troubleshooting was recommended. No further information has been provided. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.